Event description:
The hosp. Treated a pt with a left lung tumor. About 1.5 weeks later treated the same pt on the left lung again. About 3 days after the second case the pt was admitted to the hosp with congestive heart failure. The cardiologist checked the pacemaker and it had been reset to stand by mode at about the same time as the first ablation. The cardiologist reporgrammed the pacemaker and the ot was released after a few days.

Manufacturer narrative:
Product was not returned and no additional information was obtained. The generator user manual contains a warning about pacemakers in section 3.2.